Event description:
The customer reported that the needle (cannula) stayed in the patient's arm when the phlebotomist activated the push button. There were two (2) instances where this occurred. In both cases the phlebotomists were able to remove the needles safely. There was no medical or surgical intervention required for the patients of the phlebotomists.

Manufacturer narrative:
Lot number 0309244 is listed on the product recall notification.